Event description:
Patient underwent primary right tka on (B)(6), 2013. Patient presented with pain and signs of pji. Was revised on (B)(6), 2022. All components exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#triathlon ps fem component, cemented ; cat#5515-f-502 ; lot#eehmy, device name#tri ts baseplate size 5 ; cat#5521-b-500 ; lot#hshe, device name#triathlon symmetric x3 patella ; cat#5550-g-339 ; lot#x9k6, device name#tri cemented stem 12mmx50mm ; cat#5560-s-112 ; lot#m8k3j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.